Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). It was reported that the patient was admitted into the hospital on (B)(6) 2014. Sixteen days after the onset of the event of peritonitis, the patient was discharged from the hospital and entered a rehab facility. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique coincident with peritoneal dialysis (pd) therapy which caused peritonitis. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with ancef (dose, frequency not reported) ip (intraperitoneally). Twelve days after being admitted, the patient was discharged from the hospital. On an unreported date, the patient was retrained in aseptic technique. At the time of this report, the peritonitis was resolved, the patient was recovered from the peritonitis, and dianeal therapies were ongoing. No additional information is available at this time.